Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra smart coil (smart coil). During the procedure, a smart coil would not advance within its introducer sheath; therefore, the smart coil was removed. The procedure was completed using additional penumbra coils and non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Further evaluation revealed that the pusher assembly was kinked and fractured, and the embolization coil was detached from the pusher assembly. Forceful advancement against resistance likely contributed to the kinks and fractured pusher assembly. The detached embolization coil was likely a result of the pusher assembly fracture. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.